Event description:
It was reported that shaft break, entrapment and removal difficulties occurred. The patient present ischemic heart disease. The 100% stenosed totally occluded target lesion was located in severely tortuous and severely calcified distal right coronary artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure it was failed to cross the lesion. After the wire crossed from the retro , a non-boston scientific (bsc) guide extension catheter was used to assist in delivering the stent but still failed to go through even after retrial was performed. Resistance was encountered in the blood vessel. Subsequently, the stent was placed in the front of the lesion and was tried to pull out a few millimeter but it got stuck. The guide extension catheter was advanced up to the proximal end of the stent placement but unable to remove. When it was forcibly pull out, the separation of the shaft has occurred. The separated part was confirmed through intravascular ultrasound within the non-bsc guide catheter near the exit port. There were no fragments left in the patients. The procedure was completed with this device. There were no patient complications reported.

Event description:
It was reported that shaft break, entrapment and removal difficulties occurred. The patient present ischemic heart disease. The 100% stenosed totally occluded target lesion was located in severely tortuous and severely calcified distal right coronary artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure it was failed to cross the lesion. After the wire crossed from the retro , a non-boston scientific (bsc) guide extension catheter was used to assist in delivering the stent but still failed to go through even after retrial was performed. Resistance was encountered in the blood vessel. Subsequently, the stent was placed in the front of the lesion and was tried to pull out a few millimeter but it got stuck. The guide extension catheter was advanced up to the proximal end of the stent placement but unable to remove. When it was forcibly pull out, the separation of the shaft has occurred. The separated part was confirmed through intravascular ultrasound within the non-bsc guide catheter near the exit port. There were no fragments left in the patients. The procedure was completed with this device. There were no patient complications reported. It was further reported that the device was trapped with non-bsc device and eventually removed together with the non-bsc guide catheter.

Manufacturer narrative:
Synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. The device was returned without the stent as it was implanted at the lesion site. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body with solidified blood like substance inside the balloon material. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a break at the guidewire port as well as the shaft polymer extrusion to be stretched 4mm distal to break.

Manufacturer narrative:
B5- describe event or problem updated.

Event description:
It was reported that shaft break, entrapment and removal difficulties occurred. The patient present ischemic heart disease. The 100% stenosed totally occluded target lesion was located in severely tortuous and severely calcified distal right coronary artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure it was failed to cross the lesion. After the wire crossed from the retro , a non-boston scientific (bsc) guide extension catheter was used to assist in delivering the stent but still failed to go through even after retrial was performed. Resistance was encountered in the blood vessel. Subsequently, the stent was placed in the front of the lesion and was tried to pull out a few millimeter but it got stuck. The guide extension catheter was advanced up to the proximal end of the stent placement but unable to remove. When it was forcibly pull out, the separation of the shaft has occurred. The separated part was confirmed through intravascular ultrasound within the non-bsc guide catheter near the exit port. There were no fragments left in the patients. The procedure was completed with this device. There were no patient complications reported. It was further reported that the device was trapped with non-bsc device and eventually removed together with the non-bsc guide catheter.